Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18feb2019. (B)(4). Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer contacted philips technical support stating that the led (light emitting diode) indicator on the unit was faulty. The customer reported there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 20jun2019, date rec¿d by MFR :07mar2019. The field service engineer (fse) confirmed that the power light emitting diode (led) was turned off due to vibration of button operation. The fse replaced the power switch overlay to address the reported issue. No other abnormality of the device was found and periodic maintenance was finished. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.